Event description:
Attorney reports client had cataract surgery in which product was used, atty conveys the operative report stated that "the cannula was not attached to the syringe" and ths led to the product being "shot into the eye." Atty states client is "practically blind in the left eye." Two follow up surgeries were performed to alleviate pain and to attempt to restore vision with no success. Add'l info from surgeon: surgeon reports he believes product escaped from the syringe tip prior to cannula placement and this caused inadequate fastening of the cannula to the syringe. The syringe tip went through the lens capsule and into the vitreous. He reports pt's current va as 20/80. Add'l info from ophthalmologist. Pt was referred to approx 1 month post-operative: ophthalmologist reports he is unaware of any adverse event related to product use. He understood surgery was complicated and the posterior capsule was ruptured. He reports pt is severely diabetic with many complications including severe macular edema.